Event description:
Info received indicates the right head siderail will not latch due to a broken center arm.

Manufacturer narrative:
The technician replaced the siderail center arm to repair the bed.